Event description:
The customer reported that while running a hepatitis surface assay, summit sample handler, did not pipette control and did not give an error message. A field service was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc. Complaint number 99-05535-12.